Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window and scratched reservoir window noted during visual inspection. Intermittent blank display and failed battery test alarm due to corroded battery tube.(B)(4)

Event description:
The customer reported that the insulin pump had physical damage, failed battery test and had blank display. Customer stated that battery had error and battery compartment was leaking. Customer cleaned and replaced the battery but insulin pump would not turn on. Troubleshooting was done. Customer's blood glucose was 149 mg/dl. It was found that compartment and spring are corroded. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.